Event description:
It was reported that the patient underwent an MRI procedure, resulting in backup vvi mode with no backup defibrillation operation. The device was not magnetic resonance (mr) conditional. The device was restored to normal operation. The patient was in stable condition with no adverse events.